Event description:
It was reported that the universal stem could not be mounted and fixed into the tibia. Since complete assembly was not possible, the tibia construct with wedges could not be implanted. The procedure completed with new implants, no patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :the device associated with this report was returned to depuy synthes for evaluation. Visual examination found part of the plug broken and stuck on the most inner section of the assembly post of the tibial tray, which could have been a contributing factor making it not possible to a mating component to sit completely flushed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: pfc* mod plus tibial tray sz 3 product code: 860123 lot number: j89y12. 1) quantity manufactured: (B)(4), 2) date of manufacture: 01/27/2021, 3) any anomalies or deviations identified in DHR: na, 4) expiry date: 2030-08-31, 5) IFU reference: 090200252. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/27/2021 3) any anomalies or deviations identified in DHR: na 4) expiry date: 2030-08-31 5) IFU reference: 090200252 .